Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 60 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was pain at the pump site and difficult refills were noted. The patient had gained weight since the pump had been implanted, which was considered to be normal growth and development. No diagnostics or troubleshooting was performed. The pump pocket was revised, moving the pump cranial and made the pocket more shallow. Greater than 2 cc was aspirated from the catheter. The pump catheter was then primed and increased by 10% per the doctor's request. The patient was noted to be "alive - no injury" and the issue was considered to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.